Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The his bundle lead exhibited high thresholds and intermittent capture at high output. The lead was reprogrammed, and later it was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.